Event description:
On (B)(6): field service engineer (fse) reports inspector states fluoro reading around 12r, which exceeds the max r upper limit.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.